Event description:
It was reported that a balloon rupture occurred. A 10 mm x 2.50 mm wolverine coronary cutting balloon monorail was delivered to target lesion and after the first inflation, the balloon ruptured. The procedure was completed with a non bsc device. No patient complications were reported and the patient status was good.

Event description:
It was reported that a balloon rupture occurred. A 10 mm x 2.50 mm wolverine coronary cutting balloon monorail was delivered to target lesion and after the first inflation, the balloon ruptured. The procedure was completed with a non bsc device. No patient complications were reported and the patient status was good. Device evaluated by MFR: the wolverine device was received and analyzed. A visual and microscopic examination was performed on the returned device. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified inflation media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the inflation media before further inflation attempts were made. The device was removed from the bath and again attached to an inflation device and subjected to positive pressure when liquid was observed leaking from a balloon pinhole leak located approximately 3mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to the damage noted. The tip section of the device was visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual and microscopic examination found no issues with the markerbands of the device that could have contributed to the complaint event. A visual a tactile examination identified multiple kinks on the hypotube of the returned device. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.